Manufacturer narrative:
(B)(4). The customer reported a failure to discharge/pacer failure during testing.

Event description:
The customer reported a failure to discharge/pacer failure during testing.